Manufacturer narrative:
The acist angiographic contrast injection system, model cvi, was returned to acist in 2009 for testing. The system was tested and met all pre-established specifications. The disposable kits used during the procedure were discarded by the hospital; therefore, no analysis can be made on these items. A cd of the angiogram and event information was provided to acist's medical advisory board for review. Following is the medical advisory board assessment dated the following month: on run 4 of the cineangiogram there is a large catheter-induced dissection of the left main coronary with resultant closure of the left main. The patient had chest pain, ECG changes and an unspecified arrhythmia. The patient was sent for bypass surgery. The cause cannot be definitively established, but most dissections of this nature ar related to catheter tip trauma. There is no evidence of injector malfunction. This report is closed.

Event description:
Narrative: the user facility reported that during a cardiac catheterization procedure, using the acist angiographic contrast injection system, model cvi, a dissection of a patient's left coronary artery occurred. The patient experienced chest pain and st segment depression. Bypass surgery was performed on the patient to repair the dissection. The patient was reported in stable condition.